Manufacturer narrative:
H6. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled and patient sample had to be recollected. The following information was provided by the initial reporter: customer states tube is overfilling. Did the specimen(s) need to be recollected? Yes.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled and patient sample had to be recollected. The following information was provided by the initial reporter: customer states tube is overfilling . Did the specimen(s) need to be recollected? Yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.